Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) and the caregiver (cg) needed assistance ending therapy. The cg stated the home patient (hp) was going to the hospital because her fluid was cloudy. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse regarding the hospital visit and cloudy fluid. The pdrn confirmed the cloudy fluid was a symptom of peritonitis that had been ongoing since (B)(6) 2012. She stated the patient was admitted to the hospital and had her pd catheter removed. The patient is now on temporary hemodialysis. The pdrn stated the patient was discharged from the hospital on (B)(6) 2012. No further information was requested.

Manufacturer narrative:
(B)(4). Follow up obtained by global pharmacovigilance on (B)(4) 2012 from the peritoneal dialysis nurse. On (B)(6) 2006, the patient begain treatment with dianeal pd2 ambuflex nightly for peritoneal dialysis. On an unknown date in 2011, the patient experienced the onset of an exit site infection, cause unknown. The treatment included an unspecified antibiotic therapy. The exit site infection "never resolved." The nurse further clarified that "even when the exit site did not look infected, exit site cultures were positive for proteus." On (B)(6) 2012, the patient experienced cloudy fluid, was diagnosed with peritonitis, and was hospitalized. During the hospital stay, a pd culture was performed which was positive for proteus. The treatment while in hospital was unknown. On (B)(6) 2012, the cloudy fluid was resolving, the peritonitis was unresolved and the patient was discharged. On (B)(6) 2012, the patient began treatment with ancef for peritonitis. In (B)(6) 2012, 2 weeks after the ancef was complete, the patient experienced worsened cloudy fluid and relapsing peritonitis. On (B)(6) 2012, the patient was hospitalized. The nurse further clarified that the (B)(6) 2012 peritonitis never resolved. During the hospital stay the pd catheter was removed and the patient was switched to hemodialysis. On (B)(6) 2012, the patient was discharged and continued hemodialysis therapy at a different clinic than where she went for her pd treatment. The outcome of the worsened cloudy fluid,and relapsing peritonitis is unknown. The exit site infection, cloudy fluid, peritonitis, were not related to dianeal therapy or to any baxter device or disposable part. Cloudy fluid, peritonitis, worsened cloudy fluid, relapsing peritonitis were related to the exit site infection. This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, the lot number given had no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. A review of all batch record documents was performed for potential lots h12c28076, h12d21087 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 2 involved in this peritonitis event.